Manufacturer narrative:
Device is a combination product. Age at time of vent: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross. During removal, it was noted that the stent struts were lifted up and the shaft was kinked. The device was completely removed from the patient and the procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.